Event description:
It was reported that during the procedure, a 6.0mm x 150mm x 135cm absolute pro ll stent system failed to deploy due to resistance felt when attempting to advance the thumbwheel; the deployment attempt was discontinued and the stent system was withdrawn with some resistance felt; upon withdrawal, all of the stent was confirmed to still be completely inside of its sheath. A 6.0mm x 120mm x 135cm absolute pro ll was advanced to a heavily calcified, 99% stenosed, de novo lesion in the moderately tortuous distal femoral artery and stent deployment was initiated with unusual resistance felt when rotating the thumbwheel. As the retracting sheath came into contact with the plaque in the lesion the stent stopped deploying despite the thumbwheel continuing to roll; to complete stent deployment, the device handle was intentionally broken in half with all of the inner workings of the handle removed and stent deployment was manually completed in a manner similar to a pin pull system, resulting in significant elongation, malapposition of the stent, and possible endothelial tissue damage. Approximately 60mm of the stent was expanded in healthy tissue due to the stent elongation. A non-abbott stent was then advanced and deployed inside of the absolute pro stent. While there was not a clinically delay and there were no adverse patient sequelae, 10000 units of heparin was administered to the patient due to the absolute pro issue. The patient was discharged in good condition and with no adverse sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). The additional device referenced is being filed under a separate medwatch report. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.